Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had high threshold output measurements of 6.0 volts at 1.0 milliseconds. The patient also current has a system infection. At this time, no intervention has been performed the lead remains implanted and in service. No additional adverse patient effects have been reported.

Event description:
Further information indicates that the patient was having urinary tract infection which was not related to the devcie and that the physician hoped to change out the device when the infection clears out.